Manufacturer narrative:
As not further information concerning this event is expected and in the absence of a returned product, we consider this case closed. However, should additional information become available, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine clinical follow-up, low pacing impedance values had been observed. On interrogation it was documented that this right atrial lead impedance exhibited values less than 200 ohms, with no pacing at maximum outputs. Electrogram review also indicated system noise and it was confirmed the implanted system had been previously reprogrammed. During an associated device change out a few months later, the lead was surgically abandoned and a new boston scientific lead successfully implanted in the absence of adverse patient effects.